Manufacturer narrative:
One device was returned for analysis. Visual and functional inspections found a defective air detector. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a defective air detector. As a result, the air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an air in line alarm. They exchanged the cassettes for different ones, but the alarm persisted.